Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported intraocular lens was loaded into a cartridge and case was complicated, with greater time than anticipated. Iol was folded at back end of cartridge during duration of the case and upon implantation, trailing haptic severed. The lens was explanted. Additional information has been requested.